Event description:
Caller reported blood glucose results 96 mg/dl on the customer's advantage system, 43 mg/dl on son's unspecified accu-chek system within 10 minutes. Customer self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
No information was provided for the son's unspecified accu-chek system system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided for the son's unspecified accu-chek system system.